Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same patient as MFR report # 2134265-2010-00095, 2134265-2010-00096, 2134265-2010-00097. It was reported that following a drug eluting stenting treatment procedure anemia occurred. A 3.00x28mm taxus liberte drug eluting stent (des) was implanted in the proximal right coronary artery (rca). A 3.00x32mm taxus liberte des was implanted in the mid rca. A 3.00x32mm taxus liberte des was implanted in the distal rca. A 2.5x32mm taxus liberte des was implanted in the rca/posterior descending artery. The lesions appeared "0%" stenosed following stent implant. The patient was given 14,000 u of heparin. Three days later, the patient received ferrum for anemia. Three days later, the patient's hemoglobin was 8.4 g/dl. The patient's condition was considered to be "improved". Follow up conducted 3 months following stent implant listed the patient with no anginal symptoms.